Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus, which located on 7ta. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "7ta" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that arrived at the station and identified that main drawer five was not communicating on the bus. The drawer module pcb was replaced; however, the communication led did not illuminate after the replacement. The fse then replaced both the drawer controller pcb and the drawer module pcb again, but the same issue persisted. Further inspection was conducted on the row trays to check for any shorts or loose connections. The fse proceeded to replace the retractor band and the drawer controller board. During dchu visual inspection p/n: 353844-01: was received with copper strands in contact with adjacent copper strands. P/n: 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n: 151903-01: the part was received with a broken connector (j200). During dchu testing p/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n: 151622-01: passed the dmm and hta testing. P/n: 151903-01: due to physical damage found during the external inspection, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "7ta" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty "pcba fh cubie pmc", p/n: 151903-01 due to physical damage on connector (j200), which prevented the proper functionality of the board.